Event description:
It was reported to dräger that - during the induction phase, the users were unable to perform manual ventilation by means of the breathing bag which is integrated into the anesthesia workstation. No chest movement was observed despite the actuation of the breathing bag resulted in high airway pressures. Changing from larynx mask to et tube did not improve the situation, the patient developed a desaturation. A medication for bronchodilation was administered repeatedly. As per report, the users then switched to a non-rebreathing system using auxiliary o2 flow from the anesthesia machine upon which the patient responded with quick improvement of the oxygen saturation level. The surgery could be started with delay using another device and IV drugs. It was confirmed to dräger that no health consequences for the patient were resulting from the event, finally.

Manufacturer narrative:
The investigation was based on analysis of the written description and on evaluation of the log file. The entries in the log indicate that the device underwent a complete system test in the morning of the doe which was passed in fully operable condition. Another system test was done immediately after introduction of the replacement device - this instance was also passed without deviations which is a strong indication that the reported event was not related to device malfunction. The data recorded in the log file widely confirms the aspects reported by the user. Almost immediately after start of the procedure the device detected a high divergence between the inspiratory flow delivered by the device and the flow exhaled by the patient together with low airway pressure which indicates the presence of a leakage in the pneumatic circuit. An alarm was posted because no co2 was detected. After some minutes the situation changed - the device measured almost no inspiratory/expiratory flow but the airway pressure rose repeatedly above the alarm threshold set to 40mbar. Corresponding high-priority alarms for apnea, airway pressure high and apnea co2 were posted. The use case ended after approx. 30 minutes, towards the end the patient gas monitoring system repeatedly posted alarms because mixed anesthetic agents were detected. The log contains no hint for the potential presence of an issue with the device or the way it had been used. A root cause for the user's experience cannot be determined with certainty. After some minutes, the pneumatic path to the patient's lung became obstructed somehow, obviously. Since the change of patient connection from larynx mask to et tube did not improve the situation, a causal connection is rather unlikely. A hint for the contributing conditions may be the aspect in the user's report that a bronchodilation medication was administered repeatedly. A bronchospasm or any other similar patient condition would cover all aspects - the obstructed airway indicated by the specific flow and pressure pattern as well as the sudden improvement of the situation. There was probably just a timely coincidence with the exchange of the ventilation method and the possibility to establish ventilation - it seems that the effect was indeed produced by the medication that was administered. Finally, it can be concluded that the device behaved as designed - the deviations between set and measured ventilation parameter were detected and brought to the user's attention by means of corresponding alarms. All alarms, potential root causes and dedicated remedies are listed in the IFU.